Manufacturer narrative:
The vessel sealer instrument involved with this complaint was returned to isi and evaluated. The reported customer failure mode of an exposed blade was replicated/confirmed by failure analysis (fa). The instrument's blade was found to be dislodged. A visual inspection revealed that the blade was exposed by (B)(4). No damage to the conductor wire or cables at the instrument's wrist was found. The blade was put back into place and the instrument was placed on an in-house system and tested. The instrument passed homing, a cut test, and a seal test. The replacement vessel sealer instrument (part 410322-05; lot m11140828 287) involved with this complaint was also returned to isi and evaluated by fa. The instrument's blade was found to be dislodged. A visual inspection of the instrument revealed that the blade was exposed approximately 0.091¿ between the grips. The blade and blade track appeared to be free of biodebris. Neither the blade cable nor the blade was found to be bent. The instrument was placed on an in-house system and passed homing. An additional observation not reported by site was that the instrument's snake wrist was found to be dislodged. Upon visual inspection, one of the disks in the snake wrist was found to be dislodged. Fa concluded that the dislodged damage may have been likely due to mishandling or misuse. Based on the information provided, isi has not determined the root cause of the post-surgical complication(s) experienced by the patient. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. A recoverable system error code 32001 occurred 3 times during the surgical procedure. A system error code 32001 is generated when the system detects that the vessel sealer instrument blade cannot be retracted and may be exposed. The surgical staff recovered within a minute each time the system error code appeared. Based on the information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci surgical procedure, the patient received blood transfusions post-operatively. However, at this time, the cause and source of the bleeding experienced by the patient is unknown.

Event description:
It was reported that during a da vinci colon resection procedure, the surgical staff encountered a system error message indicating that the blade of the endowrist one vessel sealer instrument was exposed. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained additional information regarding the reported event. According to the robotics coordinator, the vessel sealer instrument worked for a short period of time. During the procedure, the surgical staff encountered a recoverable system error indicating that the blade of the vessel sealer instrument was exposed. The surgical staff examined the instrument and determined that the blade did not appear to be exposed. The surgeon then attempted to use the vessel sealer instrument but was unsuccessful. The robotics coordinator indicated that the surgeon had a good grip with the instrument and the vessel was not too large. The surgical staff then replaced the vessel sealer instrument with another vessel sealer instrument. After sealing with the replacement vessel sealer instrument, the surgical staff reportedly encountered another recoverable system error message indicating that blade was exposed. At that time, the robotics coordinator indicated that the vessel sealer instrument was not in use. There was no apparent patient injury observed during the surgical procedure. The following day, the patient returned and received multiple blood transfusions. The reason as to why the patient required or received the blood transfusions was not provided by the robotics coordinator. On (B)(4) 2014, isi contacted the site's risk management department. The risk manager stated that no intra-operative complications were reported during the da vinci surgical procedure. The risk manager mentioned that the patient was undergoing antithrombotic therapy. She stated that the patient experienced bleeding but the site has not determined the source and cause of the bleeding.